Event description:
Freestyle meter read higher than actual glucose level. The family member tested pt with the freestyle with a reading of 155 mg/dl. A second reading of 35 was received with a freestyle meter. Time between tests was indicated as within 15 minutes. Pt suffered a hypoglycemic event and paramedics were called. Upon their arrival at the hosp, a blood glucose reading of 15 mg/dl was obtained. Type of device used to receive the reading was not captured. Juice and sweets were given to the pt to bring up their glucose level.